Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is the dso sensor. The DHR review and service history review could not be completed because a serial number was not provided. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. UDI number, catalog number, model number and protocol # are unknown. No information has been provided to date.

Event description:
It was reported that a patient who reported high pressure alarms on two pumps, was being discharged today from the hospital after a biopsy and needs both pumps replaced before she can go home. It is unknown if the patient was hospitalized overnight. Both pumps were replaced. There was no report of patient injury.